Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no similar other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision of mdm for dislocation (reportedly after fall) and subsequent disassociation of inner head (zimmer 28mm). Upon removal of liner, surgeon noticed corrosion on the liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of mdm for dislocation (reportedly after fall) and subsequent disassociation of inner head (zimmer 28mm). Upon removal of liner, surgeon noticed corrosion on the liner.